Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue first began around (B)(6) 2019. The patient obtained an alleged inaccurately high result of 441mg/dl on the subject meter compared to 254mg/dl on the other meter (another verio flex), he then retested on the subject meter and obtained a result of 234mg/dl. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with a combination of medications including ¿5mg of victoza, 200 units of humalog at day time with variations of 10-15, 5mg of glipizide (1 in the morning and 2 at night)¿ and reported that he made no change to his usual diabetes management routine in response to the alleged product issue. The patient stated that approximately 30 minutes later he developed symptoms of ¿lightheaded and sweaty¿. The patient stated that he self-treated with food/drink ¿ orange juice or glucose tablets. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the sample was taken from an approved sample site. The correct testing steps were carried out. The test strips were stored correctly and within expiry date and the test strip vial was neither cracked nor broken. The control test had not been manually selected and the patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate high readings on the subject meter.